Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep did a common reprogramming session. The patient didn't have any issues. The rep reviewed the remote with the patient and no issues with programming. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) said no one had ever helped with their controller and they had called their manufacturer representative (rep) to tell them they were hurting who attempted to help them with their groups of a b c and d but they never reviewed what the different groups assist for therapeutic relief. Pt said they had pain in their lower back and in their hip. Pt never thought they got the relief they should have been getting but it did help with the sciatic pain down their right leg. Pt had seen a manufacturer representative (rep) in person and a girl last time at the healthcare provider (hcp) office but they never reviewed the controller or programming with them. Pt wanted more help to lessen the pain for they still hurt when its turned up. The pt also thought their stimulation therapy cut itself off at night. They turn it down at night but still felt stimulation and by the time they got to morning they were really hurting for it did not feel like it was turned on. The pt noted when they laid down they did not hurt but today when they were in the recliner they were hurting and the ins therapy was not helping them but now it helps since therapy was back on. During call agent walked pt through on how to turn stimulation on and off. Pt wanted to know if there was a mode for sleeping so pt went into group a program 1 to see if they had adaptive stim but they did not. Pt said they needed more information about their device so agent ordered pt a controller manual. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). It was reported that the patient is doing great now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.